Event description:
While reconstituting medication in a vial, the needle, plunger, spring and button shot out of the back of the syringe after the safety device was activated (needle retracted). When the user moved her thumb off of the orange button, the needle, spring, and button shot across the room. No injury to staff. This is the fifth incident in the past 45 days. Unsure of lot number. There were three wrappers in the trash and all three are listed.